Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unknwon) the device's display blanked out. Complainant indicated that the clinician monitored the pt's heart rhythm by reading the printed ECG recorder strips. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The device was taken out of service subsequent to the event, during functional testing the device powered up without display.